Event description:
Md required for a closure device to be used for hemostasis after sheath imaging obtained showed it was in good placement. Closure device appeared to have deployed but the encasing for the anchor got stuck inside the pt's leg and could not be removed. Md had to create an exploratory incision to retrieve the devices' parts. No further explanation was obtained for the problem other than device malfunction.